Event description:
The surgeon implanted lens and noticed it was torn. The lens had to be cut to be removed from the eye during the same procedure without incision enlargement or sutures. No patient injury.